Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros troponin (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3040 performance issue is not a likely contributor to the event and vitros tropi es precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3040. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3040 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a non-reproducible, higher than expected, vitros troponin (tropi es) result from a single patient sample when tested on a vitros 5600 integrated system. Patient sample 1 result of 0.106 ng/ml versus the expected result of 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported outside of the laboratory, but a corrected report was later issued. Ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).